Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, at 10:55 a.m., during intravenous infusion therapy in the second surgical department, a three-way connector was used in the indwelling cannula line to facilitate intraoperative medication administration. Approximately three minutes into the infusion, a leak was observed at the connection between the three-way connector and the infusion set. The volume of the leak was approximately 5 ml; it did not result in blood extravasation or skin damage. The operator immediately shut off the infusion set, disconnected the three-way connector, replaced it with a new one under aseptic conditions, and reconnected the indwelling cannula to the infusion set according to standard procedures. The remainder of the infusion proceeded without incident, and the patient reported no discomfort.